Manufacturer narrative:
During investigation testing, the freedom power adaptor passed all functional test criteria. The freedom driver and ac power supply used at the time of the reported issue were not returned with the adaptor, and therefore could not be evaluated or included in this investigation. The freedom power adaptor performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom power adaptor was not supporting a patient. The freedom power adaptor will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom power adaptor was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom power adaptor was not working.